Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006 the patient underwent open abd surgery for a ventral hernia. As reported, the patient's hernia was repaired with an "oval kugel patch." It is alleged that on (B)(6) 2011 the patient presented to the hospital with complaints of an anterior abd wall open wound involving fluid drainage. As reported, she was found to have an enterocutaneous fistula at the lower abdominal wall over the abd mesh and per the attorney the patient's physician stated that "removal of the mesh is necessary to cure the persistent infection and fistula formation and that removal of the mesh is inadvisable due to the possibility of further damage and recommended the use of suppressive antibiotics indefinitely." It is alleged that on (B)(6) 2015 the patient presented to the hospital with complaints of a recurrent open wound in the abd below the level of mesh. As reported by the attorney, the kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006 the patient underwent open abd surgery for a ventral hernia. As reported, the patient's hernia was repaired with an "oval kugel patch." It is alleged that on (B)(6) 2011 the patient presented to the hospital with complaints of an anterior abd wall open wound involving fluid drainage. As reported, she was found to have an enterocutaneous fistula at the lower abdominal wall over the abd mesh and per the attorney the patient's physician stated that "removal of the mesh is necessary to cure the persistent infection and fistula formation and that removal of the mesh is inadvisable due to the possibility of further damage and recommended the use of suppressive antibiotics indefinitely." It is alleged that on (B)(6) 2015 the patient presented to the hospital with complaints of a recurrent open wound in the abd below the level of mesh. As reported by the attorney, the kugel patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of kugel patch. Per operative notes, ¿the patient was noted to have a very large hernia sac to the left of the midline in the umbilicus and was dissected from the abdominal wall. A smaller hernia sac in the right lower quadrant was excised as well. After the fascia was identified with adequate margins, a kugel composite mesh was placed and sutured.¿ (B)(6) 2011 - during visit patient was diagnosed with small fistula tract at the lower abdominal wall midline over mesh and drains bloody brown previously malodorous. The recurrent drainage is typical of an infected mesh and patient is poor candidate of removal of mesh so continues treatment with antibiotics. Attorney alleges that the patient had fistulae and infection, patient was a poor candidate for removal of mesh.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of kugel patch, patient was diagnosed with purulent discharge, fistula, infection and continues treatment with antibiotics considering patient's condition. The instructions-for-use supplied with the device list fistula as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.